Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('one month after getting the essure, began to get heavier bleeding periods'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('ovarian cyst / right ovary cyst') in a 34-year-old female patient who had essure (batch no. 646519-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot surgery, bone cyst and oophorectomy (left). Concurrent conditions included deafness left ear, ovarian cyst, gestational diabetes and irregular menstrual cycle. Concomitant products included liraglutide (victoza), metformin hydrochloride (metformin hcl), naproxen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse with my husband/ painful intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia/ apareunia ((inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping/ abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition (anemia), secondary to chronic blood loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("unusual and indescribable pain during my period/painful menstrual cycles"), fatigue ("fatigue") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("uterine fibroid"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced endometriosis ("endometriosis") and uterine enlargement ("mildly enlarged uterus"). In (B)(6) 2013 , the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("excess hair loss"), tooth loss ("tooth loss"), onychoclasis ("frail nails"), premenstrual pain ("painful menstrual symptoms a week before"), feeling abnormal ("I feel something vibrate or pulsate inside me and it hurts"), vaginal haemorrhage ("heavy vaginal bleeding"), pelvic adhesions ("pelvic adhesion/pelvic adhesive disease"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("upper part of right leg pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and cervical dysplasia ("atypical squamous cells of undetermined significance"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), iron, vitamin d nos (vitamin d) and surgery (right oophorectomy, ablation ((B)(6) 2016) and full hysterctomy, salpingectomy with oophorectomy, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, back pain, alopecia, dysmenorrhoea, iron deficiency anaemia, fatigue, abdominal pain lower, cystitis and vaginal infection had resolved and the menorrhagia, genital haemorrhage, abdominal pain, tooth loss, onychoclasis, premenstrual pain, depression, feeling abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, endometriosis, uterine enlargement, pelvic adhesions, ovarian cyst, pain in extremity, uterine leiomyoma, adenomyosis and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, bladder disorder, cervical dysplasia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, onychoclasis, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, premenstrual pain, tooth loss, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2010: results: successful sterilization with essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 22-feb-2016. The most recent information was received on 20-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), menorrhagia ("one month after getting the essure, began to get heavier bleeding periods"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst / right ovary cyst") in a 34-year-old female patient who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot surgery, bone cyst and oophorectomy (left). Concurrent conditions included deafness left ear, ovarian cyst, gestational diabetes and irregular menstrual cycle. Concomitant products included liraglutide (victoza), metformin hydrochloride (metformin hcl), naproxen and paracetamol (tylenol). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse with my husband/ painful intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia/ apareunia ((inability to have sexual intercourse)"). In (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping/ abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition (anemia), secondary to chronic blood loss"). In (B)(6)2010, the patient experienced dysmenorrhoea ("unusual and indescribable pain during my period/painful menstrual cycles"), fatigue ("fatigue") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("uterine fibroid"). In (B)(6)2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced endometriosis ("endometriosis") and uterine enlargement ("mildly enlarged uterus"). In (B)(6)2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6)2013, the patient experienced depression ("depression"). In (B)(6)2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("excess hair loss"), tooth loss ("tooth loss"), onychoclasis ("frail nails"), premenstrual pain ("painful menstrual symptoms a week before"), feeling abnormal ("I feel something vibrate or pulsate inside me and it hurts"), vaginal haemorrhage ("heavy vaginal bleeding"), pelvic adhesions ("pelvic adhesion/pelvic adhesive disease"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("upper part of right leg pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and cervical dysplasia ("atypical squamous cells of undetermined significance"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), iron, vitamin d nos (vitamin d) and surgery (right oophorectomy, ablation (B)(6)2016) and full hysterectomy, salpingectomy with oophorectomy, ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, back pain, alopecia, dysmenorrhoea, iron deficiency anaemia, fatigue, abdominal pain lower, cystitis and vaginal infection had resolved and the menorrhagia, genital haemorrhage, abdominal pain, tooth loss, onychoclasis, premenstrual pain, depression, feeling abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, endometriosis, uterine enlargement, pelvic adhesions, ovarian cyst, pain in extremity, uterine leiomyoma, adenomyosis and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, bladder disorder, cervical dysplasia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, onychoclasis, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, premenstrual pain, tooth loss, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion; in (B)(6)2010: results: successful sterilization with essure procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Lot number and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059790) on 22-feb-2016. The most recent information was received on 24-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('one month after getting the essure, began to get heavier bleeding periods'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('ovarian cyst / right ovary cyst') in a 34-year-old female patient who had essure (batch no. 646519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot surgery, bone cyst and oophorectomy (left). Concurrent conditions included deafness left ear, ovarian cyst, gestational diabetes and irregular menstrual cycle. Concomitant products included liraglutide (victoza), metformin hydrochloride (metformin hcl), naproxen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse with my husband/ painful intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia/ apareunia ((inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping/ abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition (anemia), secondary to chronic blood loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("unusual and indescribable pain during my period/painful menstrual cycles"), fatigue ("fatigue") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("uterine fibroid"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced endometriosis ("endometriosis") and uterine enlargement ("mildly enlarged uterus"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("excess hair loss"), tooth loss ("tooth loss"), onychoclasis ("frail nails"), premenstrual pain ("painful menstrual symptoms a week before"), feeling abnormal ("I feel something vibrate or pulsate inside me and it hurts"), vaginal haemorrhage ("heavy vaginal bleeding"), pelvic adhesions ("pelvic adhesion/pelvic adhesive disease"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("upper part of right leg pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and cervical dysplasia ("atypical squamous cells of undetermined significance"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), iron, vitamin d nos (vitamin d) and surgery (right oophorectomy, ablation (B)(6)2016) and full hysterctomy, salpingectomy with oophorectomy, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, back pain, alopecia, dysmenorrhoea, iron deficiency anaemia, fatigue, abdominal pain lower, cystitis and vaginal infection had resolved and the menorrhagia, genital haemorrhage, abdominal pain, tooth loss, onychoclasis, premenstrual pain, depression, feeling abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, endometriosis, uterine enlargement, pelvic adhesions, ovarian cyst, pain in extremity, uterine leiomyoma, adenomyosis and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, bladder disorder, cervical dysplasia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, onychoclasis, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, premenstrual pain, tooth loss, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2010: results: successful sterilization with essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("one month after getting the essure, began to get heavier bleeding periods"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery, bone cyst and oophorectomy (left). Concurrent conditions included deafness left ear, ovarian cyst and gestational diabetes. Concomitant products included liraglutide (victoza), metformin hydrochloride (metformin hcl), naproxen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping/ abdominal pain"), dyspareunia ("painful sexual intercourse with my husband/ painful intercourse") and iron deficiency anaemia ("blood or heart disorder/condition (anemia), secondary to chronic blood loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("unusual and indescribable pain during my period/painful menstrual cycles"), female sexual dysfunction ("apareunia"), uterine leiomyoma ("uterine fibroid") and adenomyosis ("adenomyosis"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced endometriosis ("endometriosis") and uterine enlargement ("mildly enlarged uterus"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("excess hair loss"), tooth loss ("tooth loss"), onychoclasis ("frail nails"), premenstrual pain ("painful menstrual symptoms a week before"), feeling abnormal ("I feel something vibrate or pulsate inside me and it hurts"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), pelvic adhesions ("pelvic adhesion/pelvic adhesive disease"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("upper part of right leg pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and cervical dysplasia ("atypical squamous cells of undetermined significance"). The patient was treated with iron, colecalciferol (vitamin d), cilest (ortho cyclen), surgery (she underwent a full hysterosalpingectomy with right oophorectomy to remove essure device), surgery (ablation ((B)(6) 2016)) and surgery (right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, back pain, alopecia, dysmenorrhoea, iron deficiency anaemia, fatigue, abdominal pain lower, cystitis and vaginal infection had resolved and the menorrhagia, genital haemorrhage, abdominal pain, tooth loss, onychoclasis, premenstrual pain, depression, feeling abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, endometriosis, uterine enlargement, pelvic adhesions, ovarian cyst, pain in extremity, uterine leiomyoma, adenomyosis and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, bladder disorder, cervical dysplasia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, onychoclasis, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, premenstrual pain, tooth loss, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-jul-2018: this case concerns 34 year old patient. Her historical condition was added. Her treatment medications were added. Per plaintiff fact sheet: following events: anemia, secondary to chronic blood loss (previously reported as anemia), uterine fibroid, adenomyosis and atypical squamous cells of undetermined significance were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059790) on 22-feb-2016. The most recent information was received on 04-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("one month after getting the essure, began to get heavier bleeding periods") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery and bone cyst. Concurrent conditions included deafness left ear, ovarian cyst and gestational diabetes. Concomitant products included liraglutide (victoza), metformin hydrochloride (metformin hcl), naproxen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("severe cramping/ abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sexual intercourse with my husband/ painful intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("excess hair loss"), tooth loss ("tooth loss"), onychoclasis ("frail nails"), premenstrual pain ("painful menstrual symptoms a week before"), dysmenorrhoea ("unusual and indescribable pain during my period/painful menstrual cycles"), depression ("depression"), feeling abnormal ("I feel something vibrate or pulsate inside me and it hurts"), vaginal haemorrhage ("heavy vaginal bleeding"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), anaemia ("blood or heart disorder/condition (anemia)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), uterine enlargement ("mildly enlarged uterus"), pelvic adhesions ("pelvic adhesion"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("upper part of right leg pain"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she underwent a hysterosalpingectomy with right oophorectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, back pain, alopecia, dysmenorrhoea, anaemia, fatigue, abdominal pain lower, cystitis and vaginal infection had resolved and the abdominal pain, menorrhagia, tooth loss, onychoclasis, premenstrual pain, depression, feeling abnormal, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, endometriosis, uterine enlargement, pelvic adhesions, ovarian cyst and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, onychoclasis, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, premenstrual pain, tooth loss, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event abnormal bleeding (general), apareunia, bladder problems, urinary problems, anemia, fatigue, urinary tract infection, vaginal discharge, endometriosis, mildly enlarged uterus, pelvic adhesion, ovarian cyst, lower abdominal pain, leg pain, bladder infection, vaginal infection added. Concurrent condition,concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5059790) on (B)(6) 2016. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("severe cramping/ abdominal pain"), menorrhagia ("one month after getting the essure, began to get heavier bleeding periods") and dyspareunia ("painful sexual intercourse with my husband/ painful intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("excess hair loss"), tooth loss ("tooth loss"), onychoclasis ("frail nails"), premenstrual pain ("painful menstrual symptoms a week before"), dysmenorrhoea ("unusual and indescribable pain during my period/painful menstrual cycles"), depression ("depression"), feeling abnormal ("I feel something vibrate or pulsate inside me and it hurts") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a hysterosalpingectomy with right oophorectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, back pain, alopecia, tooth loss, onychoclasis, premenstrual pain, dysmenorrhoea, depression, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, onychoclasis, pelvic pain, premenstrual pain, tooth loss and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case become potentially legal, reporter added, start date and stop date was updated, events pelvic pain and heavy vaginal bleeding were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.